Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers and no moisture damage on motor assembly or electronic assembly noted during visual inspection. The device also had a scratched lcd window. No unexpected low battery alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were sticking after the insulin pump was exposed to rain. Blood glucose value was 145 mg/dl. The customer stated that the numbers were ramping during bolus attempt. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.